Event description:
Terumo medical corporation received the following reported information: upon initial deployment, the footplate was intravascular. The physician applied back pressure and the device was stuck. He could not get the collagen patch, nor tamper tube to be positioned correctly, or at all. They aborted and patient was consulted for vascular surgery where the footplate was recovered/removed and patient was discharged with no known issues. Patient procedure prior to closure was iliac occlusion. Additional information was received on (B)(6) 2025: there were no difficulties getting access. The patient was stable. The estimated blood loss was less than 250cc. The patient did not have any pre-procedural condition or relevant medical history that would have contributed to the difficulty experienced. Hold for tnt 12/11.

Manufacturer narrative:
A1: patient identifier: requested, not provided. E3: occupation: rt. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The anchor, collagen, and tamper tube were fully deployed from the device. The anchor and collagen appeared to have been tamped. Functional testing was performed by attempting to fully deploy the suture by pulling on the deployed components. The clear stop indicator was able to be fully deployed indicating that the suture had completely unspooled. No issue was identified with functional performance. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The anchor, collagen, and tamper tube were fully deployed from the device. Functional testing was performed, and the suture was able to be fully deployed. The device was deployed in the patient but was surgically removed. As a result, the complaint was confirmed. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).